Event description:
IV therapy mgr reported leak of tubing in the neonatal intensive care unit. Location of leak at connection of regular tubing and flexible section that fits in cartridge. Infusing a fat emulsion 20%, 1ml/hour, pump alarmed for air in tubing. Air noted at cartridge level. Held tubing, taught to flick air bubble to move above cartridge and chamber. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
MFR's report date: 05/31/2012. (B)(4). The device has been received but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.